Manufacturer narrative:
H.6. Investigation: five 3ml syringes with safetyglide needle assemblies were received and evaluated. Four were in fully sealed blister packs and one was loose with the needle assembly attached. It was observed on the four packages, there was a very thin strip of package print present with no legible information. All the packages were from cavity 11 and rejectable per product specification. Additional information was requested and was stated as unavailable. Without any batch information, only a limited investigation could be performed as the date of manufacture is unknown. DHR could not be performed. Potential root cause for the missing label content defect is associated with the packaging process. It was most likely due to an issue with the top web print head not printing properly. Controls in place include hourly inspections of each of the 20 cavities for packaging related defects. There is also a vision system in place that checks the UDI barcode legibility on the packages. Batch information is necessary for a corrective action determination. No corrective actions can be performed currently as the equipment and condition of the machine is unknown during the time of the defect. H3 other text : see h.10.

Event description:
It was reported that packaging information was missing with a bd syringe 3ml ll w/ndl sftygld 23x1 rb. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: blank packaging.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmf & fmi, common device name: piston syringe, hypodermic single lumen needle, PMA / 510(k)#: k980987(syringe); k951254 (needle). Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that packaging information was missing with a bd syringe 3ml ll w/ndl sftygld 23x1 rb. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: blank packaging.